Event description:
The customer reported that they received an inaccurate high reading of 207 mg/dl on their freestyle lite meter and that something was wrong with their meter. The customer also reported that they injured because they could not test. No additional information was obtained regarding the customer's serious injury. Attempts have been made to obtain additional information. There was no report of death or permanent impairment associated with this event.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.